Event description:
It was originally reported, the patient wanted their implantable neurostimulator (ins) reprogrammed to better capture their pain area. It was noted, the patient lost a significant amount of weight and wanted to be reprogrammed to capture their pain area. The device was functioning fine. The patient later reported on (B)(6) 2014 that over the past 5-6 months his ins has not been staying on. The ins ¿won¿t hold a charge¿ which has been an ongoing issue for the past 6-7 months. The patient saw his physician yesterday who directed him to have an ¿assessment¿ done of the ins by a company representative. The patient planned to have surgery to have his ins placed deeper as it was currently protruding because he has lost weight. Additional information has been requested.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were two electrodes with high impedance and that the battery was ¿bad¿. It was reported on 2014-(B)(6) the patient had x-rays and they were normal. It was further reported that a revision was planned but not yet performed.